Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t: slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Reportedly, the customer fell causing the pump to be damaged. There was no adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.